Event description:
It was reported that during an unk procedure, the device broke. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Spring cartridge lockout tab. Evaluation summary: the analysis showed that the ats45 device was received with the firing trigger handle broken and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damge to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support and the short rack teeth were found damaged. A batch record review was performed and no anomalies were found during the manufacturing process.